Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
This unit is not alarming due to the on/off switch is defective. Dealer states 2 green 1 red error code on the pcb.